Event description:
Provider states unit is not coming back to center and it is sticking. Additonal information includes this is a rim joy stick, the patient controls the chair by pushing his head back against the joy stick. To make the chair go forward he pushes back on the joy stick, to stop he pulls his head forward away from the joy stick. The joy stick is not springing back to the stop position and the chair isn't stopping. No injury.